Event description:
During planned service stryker observed the customer's device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device¿s lid. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.